Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to contamination.

Event description:
The manufacturer received information alleging a ventilator shut down and did not alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During evaluation, "ventilator inoperative" codes were found in the ventilator's downloaded error log, following by a manual alarm reset keypress, indicating the device alarmed appropriately. The device's blower motor was replaced to address the issue.